Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 367 mg/dl. The customer was also in off no power status. The customer changed the battery and rewound the insulin pump. However, they were unable to verify if they had primed the tubing. The customer had forgotten how to bolus with the insulin pump and the helpline representative offered to call emergency medical services for them. The customer initially declined ems, but when the customer called back they accepted. Troubleshooting did not occur. Ems was dispatched to the customer's residence. The insulin pump was not returned for analysis.